Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the coller heater unit took too long to heat. The user facility's biomedical engineer (biomed) noticed water was flowing over the cold plate in the rewarm mode. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Technical support advised the customer that they suspect that valve 1 was dirty or bad. The biomed is checking on this and will advise.